Event description:
It was reported that the display screen on customer's insulin pump is scratched and sometimes the act button does not respond. Customer's blood glucose was 8.4 mmol/l. Customer declined a continuing therapy insulin pump. Customer was advised to call whenever his device malfunctions and it will be replaced. Customer understood. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.